Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open during efaa and clip jumping could not be replicated in the testing environment due to the returned conditions of the device (broken coupler). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip jumping. The reported unexpected medical intervention was a result of case specific circumstance as intervention was performed to remove the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+, thin leaflets, and small cardiac chambers. A mitraclip nt was inserted and was placed on the valve. However, while establishing final arm angle (efaa), during a 3-4 turn, the clip jumped into the inverted position and was no longer able to control. A decision was made to remove the clip, but had to be recovered outside from the guide, over the septum. The clip was removed, and the procedure was discontinued. There were no clips implanted. There was no clinically significant delay in the procedure.